Event description:
It was reported in a printed literature article that an angio-seal was deployed in the left brachial arteriotomy via the antecubical fossa. Manual compression was applied to the puncture site for 45 to 60 seconds and a compression bandage was then applied. The patient received 100 mg of aspirin orally 2 hours before the scheduled intervention. The 5000 units of heparin was administered after insertion of the introducer sheath and again during the procedure to maintain an active clotting time of greater than 250 seconds. A 5cm pseudoaneurysm developed 2 hours post deployment. Allegedly, the angio-seal anchor did not engage the arterial wall as the angio-seal delivery system was withdrawn before being properly positioned. The patient underwent successful surgical repair the next day. The implant and event date are unknown; sometime between early 2005 and in 2007. The angio-seal deployer is unknown.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) caution that a pseudoaneurysm is a possible risk associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed. The angio-seal device instructions for use (IFU) state that the angio-seal device is indicated for use in closing and reducing time to hemostasis at the femoral arterial puncture site in patient's who have undergone diagnostic angiography procedures or interventional procedures.